Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy.

Manufacturer narrative:
The device reached an 0x5c alarm during the priming sequence; the data presented timeouts and a drive stall. The device was reset and rerun. The device reached an 0x5c alarm during the rerun, and the rerun data also presented timeouts and a drive stall. The commutator cap was observed to be damaged. The commutator cap tooth bent outwards, and this protrusion caused interference between the drive mechanism and the chassis. This interference caused the ratchet gear's inability to rotate. The commutator cap ultimately caused the needle's failure to deploy.